Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure there was no phacoemulsification power. The surgery was completed in manual mode. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The footswitch cable (which belongs to the system), was bent at a very severe angle. The company representative straightened the cable out to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 16, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can likely be attributed to a damaged footswitch cable. (B)(4).